Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to a durable left ventricular assist device (lvad). On day 10 of impella 5.5 support, it was reported that the automated impella controller (aic) would not respond to the operator regardless of which button was pressed. The aic indicated that the purge system needed to be replaced, but the medical team was unable to perform the operation on the aic. The aic was exchanged for a back up unit. No patient harm was reported. The following day the patient was noted to be feeling well, and the pump had continued to run without alarms. The patient remained on impella 5.5 support until successfully weaned during surgery for an lvad. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Investigation summary data analysis: the case related to the reported complaint was initiated on september 29, 2025. On october 8, the first log entries indicating ¿imc-kbd error: 0xa1 0x01 0x03¿ appeared, suggesting that the issue occurred when a touch was detected outside the soft-key area¿approximately eight days after the pump was started. Subsequently, multiple additional error messages were logged, indicating recurring instances of touches detected outside the designated soft-key area. Eventually, the aic was shut down about an hour after the purge volume low alarm was triggered. The aic was then exchanged, and the replaced aic operated without any issues. No controller error or controller failure alarm was observed in the imc logs, and no issue related to the purge system was detected. Device analysis: the console (B)(6) was returned to field service (fs) for further investigation. Upon arrival, the reported issue could not be reproduced, even after performing multiple power cycles. The console was tested with both the pump and purge cassette for several hours, and no abnormalities were observed. An inspection of the internal circuitry and cables revealed everything to be in good condition. During the investigation, it was noted that both the amber and blue leds on the rlm continued blinking indefinitely, which was unrelated to the reported complaint. The backstrap cable was confirmed to be defect-free and properly aligned, and the usb cable was correctly routed and connected. As part of troubleshooting, the console was powered off, and a new sd card was installed in the rlm. After powering the console back on, the rlm successfully completed the boot process. Root cause: the root cause for the reported issue ¿aic no longer responds to operation, regardless of which button is pressed¿ could not be determined due to the inability to reproduce. No issue with the aic were observed regarding the reported failure mode of the controller failure/ error. No issues with the aic regarding the reported failure mode of the purge system were found. Before returning the console to the customer, the following actions are instructed to perform: replace the glass keyboard (0042-1090), and rotary encoder (push button) (0042-1090/5500-0033) as a precaution. Replace the microsd card (2000-0017) due to corruption. Perform section 8 - 16 and 24 from preventive maintenance procedure (0042-7309). Perform a full functional check on the console (0042-7316). Device history lot ==> n/a device history batch ==> subcomponent name: n/a material number: n/a lot number: n/a serial number: n/a. Device history review ==> q1) service history review - are there any qns associated with the complaint device¿s most recent service report? Console (B)(6) underwent rework due to a nonconformance according to the fsr 300081249 which was unrelated failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? 25-40754-1: aic - a/c power issues (not related to the reported complaint) (B)(4): aic - purge disc/flag issues (not related to the reported complaint) (B)(4): aic - kbd/rotary knob issues (related to the reported complaint, however was due to a use issue). Phr summary: during the review of the product history for console (B)(6), three additional complaints were identified. Two of these were unrelated, while one complaint was associated with the reported issue but was primarily attributed to a user-related error.